Event description:
The patient was admitted at (B) (6) hospital after cardiac arrest. Hypothermia treatment was initiated (by using an icy catheter with femoral placement) on (B) (6) 2010. Unit was removed from patient on (B) (6) 2010. The patient also had r ij (right internal jugular) catheterization (using an arrow catheter) placed at the same time of the femoral hypothermia catheter placement. CT scan was performed with the incidental finding of a thrombus in the ivc (inferior vena cava). It was also noted that patient had a sequential compression device (scd) in the lower extremities and subcutaneous heparin given as prophylaxis since admission, at beginning of hypothermia protocol. Scds were removed after finding of ivs thrombus.

Manufacturer narrative:
The customer did not save nor returned the catheter for investigation. Thrombosis is a common complication with any intravascular catheter therapy. The IFU for icy catheter includes thrombosis as a potential complication. Patient is currently extubated, hemodynamically stable, afebrile, on regular medicine floors, receiving physical therapy.